Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of incident was 1600 mg/dl. Customer was treated with manual injection for diabetic ketoacidosis and with insulin pump for hyperglycemia. Customer's current blood glucose value was 147 mg/dl. The customer did not experience any symptoms related to high blood glucose. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.